Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the air oscillator device was powerless. During service and evaluation, it was observed that the motor power was too low. It was also observed that the trigger was broken and had worn mechanics. It was further determined that the device failed the following pre-tests: check for excessive noise, check frequency, check performance and check the starting behavior. This event did not occur during surgery but before use on patient. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.